Event description:
The customer reported that a patient injury occurred when the philips device measured the triple narcotic gas value instead of the right value.

Manufacturer narrative:
The customer reported that a patient injury occurred when the philips device measured an incorrect narcotic gas value instead of the right value. The preliminary investigation shows that the hospital staff neglected to replace all parts of the device after performing a routine replacement of a consumable supply and this caused the inaccurate reading. In addition, the clinician did not notice the obvious loss of function from the servicing error. The available information does not support that there is a patient health or safety risk associated with the use of this product. The reported issue is readily detected and poses minimal risk to patient safety. The patient was being closely monitored during the timeframe of the reported issue. Note that the gas module is not used to measure the amount of anesthetic agent being administered to the patient. The gas module is used to measure (end tidal) gases exhaled by the patient and so are an adjunct measurement to access induction and recovery from anesthesia. Clinicians use additional means to measure/determine levels of anesthesia (sedation), and to evaluate the patient while under anesthesia. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).